Manufacturer narrative:
The insulin pump was received with a cracked reservoir tube lip. The insulin pump also had a blank display due to a loose battery tube connector.

Event description:
The customer called to report cracks on the insulin pump case. The customer stated that the insulin pump got hit with equipment at his work place. Advised that the insulin pump would be replaced. Nothing further was reported.